Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had curved tip before vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached was reviewed by the investigation site. The photo shows a probe distal end, the probe needle is observed to be bent. The complaint evaluation confirms the probe has a bent needle. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).